Event description:
A high reading issue with the adc device was reported. The hcp, on behalf of the customer, reported unspecified higher sensor scan results compared to an adc meter. As a result, the customer experienced a loss of consciousness and had contact with a healthcare professional who provided glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Watermark was observed at the base of the tail indicating the sensor was properly inserted. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The returned battery was measured and was found to be within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Additional information; d4 (serial number) has been updated based on product returned all pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The hcp, on behalf of the customer, reported unspecified higher sensor scan results compared to an adc meter. As a result, the customer experienced a loss of consciousness and had contact with a healthcare professional who provided glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully and observed sensor state 6 with event log 7 is an indication that the patch was terminated without any error. Watermark was observed at the base of the sensor tail, indicating the sensor was properly inserted. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The returned battery was measured and was found to be within specification. Performed a source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing and sensor terminating in sensor state 6 is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The hcp, on behalf of the customer, reported unspecified higher sensor scan results compared to an adc meter. As a result, the customer experienced a loss of consciousness and had contact with a healthcare professional who provided glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.